Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that when the lead was oversensing t waves earlier, the sensing configuration was reprogrammed, which resolved the oversensing. T wave oversensing was again recurring however. It was later reported that subsequent to the onset of t wave oversensing, the pacing impedance had decreased.

Manufacturer narrative:
Concomitant medical products : 4196-78 lead, implanted : (B)(6) 2011; 4076-52 lead, implanted : (B)(6) 2011-10-05; a7700-27 mechanical valve, implanted: (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing t waves. On a second remote transmission on the same day, the patient had different t wave morphology and t waves were not being oversensed. The remote transmission also revealed far-field r wave oversensing on the right atrial lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.